Event description:
It was reported that the therapy delivery test was faulty; therapy deactivated. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that the therapy pca and capacitor required replacement. We are unable to determine the root cause of the event as multiple parts were required for replacement. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the therapy delivery test was faulty; therapy deactivated. The event occurred during clinical use, but there was reportedly no patient harm.